Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital. Customer did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.